Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a new model. It was noted the new ipg was placed in a different location due to the patient's anatomy. The reported issue is now resolved. This report was originally submitted on (B)(4) 2015 under MFR report # 3006705815-2015-23351. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's anatomy is very thin and he is experiencing discomfort at the ipg site. Subsequently, the patient will undergo surgical intervention as the next course of action. This report was originally submitted on 06/24/2015 under MFR report # 3006705815-2015-23351. The filing is hereby resubmitted to reflect the appropriate MFR report number.